Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the arm got stuck around the bed. Site had to manually open it, the reboot it and close it but it wouldn't close all the way. Medtronic imaging was aborted. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, during troubleshooting found, sidewall doors switch broken, replaced switch and adjusted, proactively replaced lower gantry door left switch due to scratch plus crushed cable, verified the gantry doors open / close with no issue, spin the rotor multiple times in slow / fast to see switch signal accuracy. Ran a system checkout as per asm guidelines. System was given back to customer as ready to use for clinical cases with satisfactory results. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.